Event description:
A sharp edge, possibly a broken blade caused a patients soft pallet to be torn. A MDR was filed for the patient injury with a vmc MDR number 001010. This MDR is for the malfunction of the device. The product was not returned for investigation.

Manufacturer narrative:
(B)(4). The product was not returned for investigation.